Manufacturer narrative:
The device is not available for investigation as the customer declined to send it for investigation. Without the returned device, a probable cause is unable to be determined. Initial reporter occupation: (B)(6).

Event description:
The event occurred on an unspecified date and involved an ext dial-a-flo set 18in pp y-site ndehp. The complainant (from an ambulance company) reported that upon preliminary testing of a few of these devices, he found that this product overdosed by a factor between 59-62%. The test set up was: 100ml nacl > 15gtts IV administration set > easydrop flow controller > 18g catheter > collection glass. The amount of fluid produced was measured after one hour at the 60 and 150 ml/hr settings and the aforementioned discrepancies were identified. The reporter speculated that the device inaccuracy/overdose could be user error, but did not indicate a specific cause for the study's findings. There was no patient involvement and no human harm reported.